Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump did not heard alarmed when they go off. Customer's blood glucose level was unknown. Customer reported that insulin pump had a damaged on screen. Customer stated that they did not required assistance regarding troubleshooting. Customer reported that they received failed battery test alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected audio/vibrate anomaly /absence of alarm. Pump received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.